Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used, almost empty easypump ii lt 270-270-s in open packaging. The received pump was taken to a visual inspection. In as-received condition the white clamp was closed. The original wing cap was handed over by the customer; the patient connector was not closed. After opening the top cap we detected residues of solution (liquid) at the filling port (lli-cone). In addition, we detected residues (liquid) at the patient connector. The sample was approximately filled up to the nominal volume of 270 ml with nacl 0.9 % and a functional test respectively a leak test was carried out. After opening the white clamp and waiting for 60 minutes the pump worked (solution was running). Furthermore, we tested the flow rate of the received sample. Nominal: 1 ml/h actual: 2 ml in 1 hrs; 4 ml in 2 hrs and 116.3 ml in 138 hrs (51.1 % of the total running time) the inspected sample is not accordance with our requirements. The cause for the too fast flow (twice as fast) in the area between 2 ml in 1 hrs; 4 ml in 2 hrs could not be find out. We have informed our manufacturer accordingly. A follow-up report will be provided after their statement is available. Reviewed the device history record and there were no defect encountered during in-process inspection and at final control inspection.

Event description:
As reported by the user facility (B)(4): flow rate too fast. Infused in 4 days instead of 10 days. Drug: 5fu and 240 ml nacl.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). No additional pertinent information becomes available as the production site (bmpth, rayong) is no longer in service. As the sample is not within our specifications we assess this complaint to be justified.